Event description:
The device is being used in a clinical study. The patient was admitted for repair of a heart defect (atrioventricular canal) in 2007. The catheter was placed in the patient's right subclavian vein. On the following month, a positive blood culture was obtained. Initially, infection was not considered to be catheter-related and the catheter was not removed. On the same day, urine culture was also positive. Antibiotics were initiated. Subsequent cultures of the target catheter taken for five times in the same month, were negative. The catheter was removed the same month. The catheter tip was not cultured upon removal. The patient was discharged on the following month. The positive blood culture on one day prior to the first culture, even though site of culture was not identified, was later determined to be a catheter related bloodstream infection.

Manufacturer narrative:
Evaluation: this event is still under investigation.